Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire kink occurred. The target lesion was located in a calcified and moderately tortuous superficial femoral artery. During an unspecified time in the procedure a kink was noted in an amplatz super stiff xch/035/260 (bx/5) guide wire. The procedure was completed with another same device. No patient complications were reported and the patient's status is good. However, returned analysis revealed peeled guide wire coating.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: device was received with its original pouch, outside the hoop. Device presents kinks along the body and peeled coating. The device presents several kinks along the entire body at 48 cm, 149.5 cm and at 217 cm from the proximal section an another kink at 2 cm from the distal end; measured using the calibrated steel ruler. The distal tip is slightly elongated. The device additionally presents the coating severely scrapped (peeled) along the entire body. The device appears to have been push/pulled against resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).